Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device lock ring was broken. Functionally, the reload was able to be loaded into a representative instrument and was applied to test media, all staples were placed, and test media was cleanly transected. The trs material was properly placed and sutures were properly cut. The reload interlock was tested and found to function properly. It was reported that a component disengaged from the device and the physical appearance of the product was different than expected. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: before attempting to load a previously loaded but unused reload, reattach the shipping wedge ensuring that the raised post on the sh ipping wedge is properly seated in the anvil of the reload. Then follow the loading procedure as described in the instructions for use for the universal stapler, and powered handle with adapter. To confirm proper loading, cycle the instrument after loading the loading unit. Squeeze the handle once to close the jaws of the loading unit. Pull back on the black return knobs and confirm that the loading unit jaws open fully. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information:d9, g1 (MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection noted the device lock ring was broken. Functionally, the reload was able to be loaded into a representative instrument and was applied to test media, all staples were placed, and test media was cleanly transected. The trs material was properly placed and sutures were properly cut. The reload interlock was tested and found to function properly. It was reported that a component disengaged from the device and the physical appearance of the product was different than expected. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: before attempting to load a previously loaded but unused reload, reattach the shipping wedge ensuring that the raised post on the sh ipping wedge is properly seated in the anvil of the reload. Then follow the loading procedure as described in the instructions for use for the universal stapler, and powered handle with adapter. To confirm proper loading, cycle the instrument after loading the loading unit. Squeeze the handle once to close the jaws of the loading unit. Pull back on the black return knobs and confirm that the loading unit jaws open fully. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, a device component broke off. When the nurse opened the package, there was a black plastic piece in the tray. The team was not comfortable using it, so it was never attempted to be utilized. Another reload was used to complete the case. There was no patient injury.